Event description:
Device malfunction: none. Symptoms/ae: amaurosis fugax, in-stent restenosis. Time of ae: 7 months post procedure. It was reported that approximately seven months post an uneventful left internal and common carotid artery stenting procedure, the pt was diagnosed with 80% in-stent restenosis of the left internal carotid artery. Three days prior to identifying the restenosis, the pt reported vision loss diagnosed as amaurosis fugax of the left eye which was treated with medication and approximately twelve days post onset of the amaurosis fugax, the restenosis was treated with balloon angioplasty using a cutting balloon. One day post procedure, the pt was discharged to home with the amaurosis fugax fully resolved. Although requested, there is no add'l info available. Protect study event.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.